Manufacturer narrative:
The lot was manufactured between february 22, 2018 - february 23, 2018. The device was received for evaluation. A visual inspection was performed and it was noted that crystallized drug residue was located at the blue winged luer cap. The blue winged luer cap also was noted to be slightly untightened. A functional leak test was performed and the blued winged luer cap was tightened and no signs of leakage was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one small volume folfusor leaked from the top of the infusor. This was identified before set up. The device was filled with an unspecified amount of 5000 mg fluorouracil hs in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.